Event description:
A power source alert 07 was reported. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. The customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 minutes, which allowed the pump to begin charging, requiring no further assistance.